Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed the reported issue. When an external monitor was connected to the system, a prompt to press f1 was presented. Once pressed, the system started up without fault. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not power on. No additional information was provided. There was no patient present when this issue was identified.